Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while painting the ceiling due to myopotential oversensing. The patient assisted to the clinic to try to troubleshoot around noise. Isometrics were performed and the device was successfully reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while painting the ceiling due to myopotential oversensing. The patient assisted to the clinic to try to troubleshoot around the noise. An x ray was performed and looked like the s-ICD had a high placement causing myopotential oversensing and low amplitudes. Isometrics were performed and the device was successfully reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.